Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by foreign objects remaining due to deviations from the instructions for use during reprocessing. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: customer did not clean, disinfect, and sterilize the device before sent it to olympus should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope released residual liquid or foreign material from the jet tube. There was no patient involvement.